Event description:
It has been reported to us that during the procedure the occlusion balloon deflated. Based on the actual device being returned the determination has been made that this is reportable event. The made aware date is (B)(6) 2010. At some point during the procedure the occlusion balloon deflated.

Manufacturer narrative:
The actual device used during the case was returned and evaluated. The extension wire of the occlusion balloon is kinked 4cm proximal to the positive stop. The occlusion balloon is damaged. The occlusion balloon material is separated from the distal seal. The tip of the occlusion balloon shows stretching. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for rupture.